Event description:
It was reported that during a device interrogation, high capture threshold was noted on the right ventricular (rv) lead. Programming changes were made. A few weeks later, the physician decided to implant a new rv lead and extracted the existing rv lead. The patient was stable throughout the procedure with no complications. The patient was discharged a few hours after the procedure.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.